Event description:
On (B)(6) 2011, a spontaneous report was received regarding a (B)(6), female, who received an injection of restylane ((B)(4)). Medical history included a previous injection of restylane on an unknown date to an unspecified site (reported as "other parts of face, but never the eyes"); eyelid surgery on an unspecified date in 2005, during which too much fat was taken out; and allergies to latex, penicillin, demerol (meperidine) and unspecified selective serotonin reuptake inhibitors (reported as "ssris"). The patient's skin type was fitzpatrick iii-IV. Concomitant medications included estradiol 2 mg orally once daily. The patient received a "2 syringe" injection of restylane (amount injected not reported and syringe sizes reported as unknown) on (B)(6) 2010, to under the eyes to "plump them up." Injection sites were also reported by the patient as "to both lower eyelid tear drops" (per the plastic surgeon's operative notes) and "into the patient's lower tear ducts" (per an ophthalmologist). Pre-procedure medications included general anesthesia. Additional procedures preformed at time of implantation included a face lift/upper blepharoplasty performed by a board certified plastic surgeon. During the surgery, 30 ml of fat was removed from an unspecified site (reported as "somewhere else') and placed in the patient's cheeks, lips, chin and nasolabial folds. The patient reported that the plastic surgeon indicated that the effect would last "forever" and the restylane could be used around the eyes. After viewing the restylane web site, the patient was concerned that the injector may have used the restylane incorrectly. On an unspecified date in (B)(6) 2010, within days of the implantation, the patient reported that she had developed a lump in the left corner of her eye which was very obvious. The patient also noted that the areas under her eyes seemed all bruised at first, but it soon became apparent that as she was healing from the facelift all the blood vessels under her eyes had ruptured/broken. On an unspecified date in (B)(6) 2010, within a week of the procedure, the patient developed pain in her right eyeball, which the patient was told was normal. Redness then developed in the corner of the sclera of the patient's right eye and the veins in the corner of that eye turned red and yellow. The patient further reported "that effect" had gotten increasingly worse over the last year. The patient additionally developed scars (also reported as "damage") to her face in the area of her eyes and ears from the facelift. On unspecified dates in 2010 and 2011, the patient was evaluated by a plastic surgeon, the patient's dermatologist and a dermatology specialist. The plastic surgeon indicated the lump in the corner of the patient's eye would go down with time and that she might be able to "vibrate it down or heat it and flatten it down." The patient reported that the plastic surgeon "shut her down" when she discussed the broken blood vessels, indicating that she was fine. The patient's dermatologist briefly looked at her and indicated she had broken blood vessels. The patient was referred by her dermatologist to a dermatology specialty center, where a dermatology specialist confirmed the finding. No testing or laboratory studies were performed. Treatment for the patient's events included artificial tears and unspecified steroid eye drops, which did not work. As of (B)(6) 2011, the lump in the left corner of the patient's eye persisted and the broken blood vessels were still present. The patient also noted some ulceration in the sclera of the right eye at the edge of the iris; the eye was very painful and her vision in the right eye was blurry. The dermatology specialist was putting together a plan to repair the scars/damage to the patient's face in the area of her eyes and ears from the facelift, which included a 3-year process of repair with no cutting of the skin. The patient was going to be seeing an ophthalmologist/ocular plastic surgeon on (B)(6) 2011 and was next scheduled to meet with the dermatology specialist on an unspecified date at the (B)(6) 2011. The lot number and expiration date were reported as unknown. Company comment: the events have not been medically confirmed as the patient refused to provide healthcare provider contact information.

Manufacturer narrative:
(B)(4).